Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 5 was failed. The field service engineer replaced the inseparable magnet and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the full height cubie drawer 5 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.